Event description:
Pt had a brow and midface contour thread procedure in 2005. Following the surgery, the pt reports experiencing pain in the brow area, extrusion of threads, scarring along the thread path and the threads are visible under the skin. Several of the threads have been removed and the pt is seeking assistance with the removal of the remaining threads. Note: the contour thread product line is no longer manufactured or sold by surgical specialities (dba angiotech).

Manufacturer narrative:
The 510(k) #'s for contour threads: k042856 - brow lift, k05247 - neck lift, k050548 - bi-directional midface contour thread. The device was not returned for evaluation. Furthermore, the product code/lot is unk. Results: the device was not returned for evaluation. No product evaluation can be performed. (B) (4).